Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will not boot or charge because the device is perpetually rebooting. Functional and pairing testing cannot perform due to perpetual reboot. Download and review receiver log after detaching ui-u1 pcba: and failed as a loss of connection was found in log. The complaint was confirmed because we can see a loss of connection in the cloud data. The reported event of loss of connection was confirmed a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No data was provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined. The device has been received for investigation. A follow up will be submitted upon completion of device investigation.